Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product typ: programmer, patient; product ID 8731sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ: catheter; product ID 8590-1, lot# n236440, serial#, implanted: 2010 (B)(6), explanted: product typ: accessory. (B)(4).

Event description:
It was reported that the patient did not have any symptoms, but there was a possible inflammatory mass seen on the MRI. The device system was used to deliver morphine, sufentanil, and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a possible granuloma was seen on the magnetic resonance imaging. It was corrected that patient did not have inflammatory mass.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's last MRI was two years prior. The MRI revealed mild pericatheter inflammation. The patient and family had agreed at that time that they were just going to monitor but continue with pump therapy. It was reported the patient has an advanced case of metastatic lung cancer which was now in his sacrum. It was noted that four years prior he was given three months to live. The patient refused chemotherapy and radiation so they had not done an MRI or CT scan for a few years. The patient and family still did not want to perform an MRI or CT scan because of discomfort. As of a week prior to (B)(6) 2014 for the first time since the MRI done two years prior, the patient had symptoms of weakness accompanied with increased pain. The health care provider (hcp) was questioning if this could be related to the "inflammation (possible granuloma)" noted on the MRI two years previous or if his disease state was causing the symptoms. The hcp didn't want to discontinue pump therapy because the patient's pain level "might" increase but if he didn't shut it off the hcp wanted to know if the granuloma would continue to cause issue. The hcp was also questioning if whether a certain drug combination would be more beneficial than another drug combination. The hcp had reportedly seen some evidence of taking out the opioid or adding clonidine in an effort to continue